Event description:
Customer reported receiving an error 3, when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor and their meter has appeared to have unlocked units of measure. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.